Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 348 mg/dl. A system check was performed verifying the occlusion alarms and a crack/damage was observed on the cartridge. A cartridge change was performed and insulin deliveries were resumed.